Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off -label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an additional suprarenal afx device on (B)(6) 2019.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a possible type ia endoleak was detected by CT at routine follow-up. The patient is reportedly doing well and physician plans to re-intervene. There have been no additional patient sequelae reported.